Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side late forming seroma.

Manufacturer narrative:
B5, b7.

Event description:
Right-side late forming seroma and updated information provided from the healthcare provider that alcl was negative.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Additional information: h6. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. B5, b6.

Event description:
Right-side late forming seroma and pathology report provided indicating positive for cd30 alcl.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with bubbles and dark yellowing. The device weighed 437.7 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.